Manufacturer narrative:
The device was returned to a third party for evaluation. In additional to the foreign material found in the nozzle, there was found to be peeling of the bending section cover glue. Additional information obtained identifies the sponge was worn out. There was no delay in pre-cleaning. Air/water was flushed during pre-cleaning. Detergent was flushed and brushing/wiping of the distal end was performed during manual cleaning. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly. Device not returned.

Event description:
The customer reported to olympus that the gastrointestinal videoscope had a poor air/water supply. The diagnostic procedure was completed using a similar device. There was no patient harm reported.  The device was returned to a third party for evaluation, and it was found that there was foreign material in the nozzle.  This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. The suggested event can be detected and prevented by handling the device in accordance with the following IFU. Instruction manual gif/cf-170 series operation manual chapter 3 preparation and inspection shows how to detect the event. Instruction manual gif/cf-170 series reprocessing manual chapter 5 reprocessing the endoscope shows how to prevent the event. Olympus will continue to monitor field performance for this device.